Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown. Customer's current blood glucose was 240 mg/dl. Customer stated there were cracks on the right hand corner and left hand corner of the screen. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported the insulin pump alarmed no delivery. Customer stated the alarm was resolved by a complete set change. No further information provided.